Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown. No product information has been provided to date.

Event description:
It was reported that a service due alarm occurred during testing. No patient injury was reported.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional tests were performed. The customer reported problem was not related to any previous repair. Visual inspection found the device missing the top rear label. There was no evidence of the reported error in the event history log (unable to download as the back-up-capacitor had a broken wire). The customer reported problem was duplicated. The investigation found that the broken wire on the back-up-capacitor was the cause of the reported issue. It was recommended that the back-up-capacitor and clock battery be replaced as corrective actions. The root cause of the reported problem is unknown. The product is beyond 9 years from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service history review identified this device has not been in for service previously. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).